Manufacturer narrative:
(B)(4). There was no apparent issue with the firing and the surgeon continued to use the device throughout the case. The unformed staples were found on inspection at the end of the case. There were no patient consequences when the issue was reported to the rep two days after the procedure.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, near the end of the case the surgeon noticed that the second firing of the device, which had been with a white reload at the j-j anastomosis the staples were deployed but unformed. The surgeon used the same device with a new white reload and oversewed with suture to repair the anastomosis and complete the case. The same device was used for the entire procedure and all other firings were fine. There were no adverse consequences for the patient.